Event description:
This lead was implanted on (B)(6) 2016 and still remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital (B)(6) in (B)(6) canada. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).